Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer went into pool. Customer stated that there were up and down buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with unresponsive keypad. Unable to verify missing segments/partial display and perform self test, displacement test and keypad voltage test due to unresponsive keypad. The keypad overlay was peeled off and found corrosion on the j1/pcba 1 connector. Corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unresponsive keypad noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no unresponsive keypad noted. The pump was able to navigate the menu and continued to self test. The pump passed the self test. No keypad anomaly/unresponsive keypad noted during testing. Keypad anomaly/unresponsive keypad was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged was unknown. Unable to verify missing segments/partial display due to unresponsive keypad. Keypad anomaly/unresponsive keypad was confirmed due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.